Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be "double beeping" alarm on power up during the investigation. The root causes of the issue are unknown. The investigation confirmed that the pump downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette" alarm. No reported adverse effects.